Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from a hole in the main line during their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to reset up treatment with new supplies and follow up with their peritoneal dialysis nurse (pdrn). The machine began to alarm when the patient was disconnecting treatment. Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: one sample was received without the original packaging or label and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. A leak was discovered on the patient line of the sample while the complaint product sample was being disinfected. A tear could be observed when the microscope was used for a visual inspection. This kind of damage could have the following causes: operator fails to follow work instruction, unqualified operator, unclear work instruction, and container incorrectly identified. A device history record (DHR) review was performed for the involved lot of the product and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The number of complaints per lot for the assigned symptom code was reviewed and it was determined that does not exceed the number to trigger a quality event. The event was confirmed based on the sample evaluation; the returned sample was scrapped after evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from a hole in the main line during their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to reset up treatment with new supplies and follow up with their peritoneal dialysis nurse (pdrn). The machine began to alarm when the patient was disconnecting treatment. Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.